Event description:
It was reported that when beginning to paint the femur during initial registration, the navio screen went blank and exited out of the case. Upon doing so, they had to recalibrate and start registration over. This fixed the problem for the remainder of the case, but required us to restart the case entirely to do so. Less than 30 minutes delay was reported.

Manufacturer narrative:
H10 h3, h6: the navio surgical system logs, used in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if there was a software failure that caused it to crash. If the system logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.